Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 43 mg/dl. Customer treated their low blood glucose levels via food. Troubleshooting for low blood glucose was performed. Customer advised they over delivered insulin compared to the food they consumed which resulted in low blood glucose levels. The insulin pump will not be returned for analysis.